Event description:
During a coronary stenting procedure, the 2.75 x 23mm cypher stent came off the balloon while retrieving the stent into the sheath. The physician tried to stent the highly calcified proximal right coronary artery when the physician noticed the stent loosened off the balloon. The physician then attempted to retract the entire system from the patient, however when pulling the stent delivery system back into the sheath the stent came off the balloon. The entire system was removed and the stent was retrieved. There was no reported patient injury and the system was thrown away.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.